Manufacturer narrative:
E1: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a system fault. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B5 updated. G2 corrected from "distributor" to "healthcare professional". H3, h6: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported problem was verified through functional inspection and was therefore duplicated. The device did not meet specifications. The root cause of the problem was due to an intermittent motor. The motor was replaced to correct the issue. The device then passed all functional tests after the repair.

Event description:
It was also reported there was no delay in therapy, and there was no physical damage reported.